Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call reservoir occlusion. Customer's blood glucose level was 630 mg/dl. Customer advised they are having recurring insulin flow blocked alarms during a blousing and fixed prime. Troubleshooting for the no delivery alarm was performed. Customer was advised that the device is working as designed and the complete reservoir and set change resolved the issue.